Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that chronically high thresholds were exhibited with the right ventricular (rv) lead, and there was potential atrial oversensing observed during a monitored ventricular tachycardia (vt) episode. The rv and right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.